Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the solder joint that connects the rear pulse wires in the dn was broken. The broken joint was caused by strain on the cable connecting the distribution node (dn) to the rear therapy electrodes (te). The root cause for the strained cable was excessive force no adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable.